Event description:
It was reported that implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 6 inappropriate shocks due to sinus tachycardia, as the patient rhythm ID indicated an uncorrelated rhythm. The therapy was exhausted. No additional adverse patient effects were reported.